Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially used the tandem charging cable and wall adapter, but the pump did not begin charging even after following troubleshooting steps. A different charging cable resolved the issue, though it was a non-tandem cable. Technical support informed the customer that tandem does not recommend using third-party charging supplies unless for troubleshooting, and agreed to send a replacement tandem wall adapter and charging cable via two-day shipping.